Event description:
The patient's generator was explanted and returned to manufacturer. The generator underwent product analysis and an end of service (eos) condition was confirmed. A visual assessment on the printed circuit board assembly (pcba) showed contaminates on the trimmed edge of the pcba. The battery was removed. The pcba was subjected to an electrical test where the results showed that the pcba failed several electrical tests, specifically related to supply current. After the trimmed edge of the pcba was cleaned, an electrical test was performed in which the pcba performed according to functional specifications. Based on the postburn electrical test results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. Device history record was reviewed and the device met all specifications for release prior to distribution and based upon review the device was laser routed the device was susceptible to premature battery depletion. No further relevant information has been received to date.